Manufacturer narrative:
Product event summary: the lead/device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a company field representative phoned in to inquire about possible programming options after a patient was admitted to the hospital intensive care unit (ICU) and intubated following collapse and cardiac arrest at home. Review of patient's implantable cardioverter defibrillator (ICD) interrogation shows shorter episodes of ventricular tachycardia (vt) with variable interval lengths, a change in morphology during the arrhythmia and evidence of the ICD double counting. The right ventricular (rv) lead exhibited t-wave oversensing (twos) with some possible undersensing. Programming options were presented and the physician chose to not make any programming changes at this time. The device and lead remain in use. No further patient complications have been reported as a result of this event.